Event description:
It was reported that a surgeon was performing a craniotomy for an arteriovenous malformation (avm) resection. While the surgeon was reattaching the bone flap and inserting a 5 mm screw, the head of the screw snapped off. The head of the screw was retrieved. There was no harm to the patient and no delay in surgery reported. Surgery was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient initials: (B)(4). Patient date of birth reported as (B)(6) 1990. Patient weight is unknown device broke during insertion; device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.